Event description:
Customer reported that a drr did not get recalculated following a copy and paste operation of a field with a drr. No mistreatment occurred and no pt was involved. This is being reported because co cannot rule out that this condition will likely lead to serious injury.